Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported that the male adapter of an unspecified primary tubing set was connected to the female adapter of the extension tubing set and was to be used to deliver 100 ml of isovue 370, at a rate of 2-3ml/sec, with a pressure setting of 350psi, via a power injector. The option-lok male adapter of the extension tubing set was connected to the patient's IV access site. At an unspecified time, a male adapter of an unspecified device was connected to the clave y-site of the extension tubing set to deliver an unspecified volume of normal saline via IV push. It was reported that while delivering the solution, solution leaked from an unspecified location at the clave y-site of the extension tubing set. The extension set was replaced and the procedure was resumed. There were no reports of any adverse patient effects and no reported delays therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.